Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the hemostatic valve in the sheath was leaking, and it had started to let air into the system. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was retained by the customer. It was further informed that a pressure bag and dropping was used for irrigation of sheath. Farawave31 mm was inside the sheath. Excessive bubbles were seen in aspiration syringe. It was slow drip. Fluid was not leaking. The air was going into the sheath through the valve. No other issue has been reported.